Manufacturer narrative:
Study source: (B)(6) registry. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bt procedure. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the patient experienced bronchospasm. The patient's hospitalization was prolonged due to this event. There was no treatment reported for the bronchospasm. On (B)(6) 2016 the event had resolved and the patient was discharged from the hospital. Baseline spirometry values visit date: (B)(6) 2015. Pre-bronchodilator: fev1: 2.57, fev1 % predicted: 63.00, fvc: 4.89, fvc % predicted: 99.00.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the e7086 bsc bt registry clinical study. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bt procedure. On (B)(6) 2016 the patient underwent the second bronchial thermoplasty treatment performed in the left lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the patient experienced bronchospasm. The patient's hospitalization was prolonged due to this event. There was no treatment reported for the bronchospasm. On (B)(6) 2016 the event had resolved and the patient was discharged from the hospital. Baseline spirometry values. Visit date: (B)(6) 2015. Pre-bronchodilator fev1: 2.57; fev1 % predicted: 63.00 fvc: 4.89; fvc % predicted: 99.00. Additional information received on february 5, 2018. The patient was treated with systemic steroids, bronchodilators, and antibiotics (doxycycline) and aminophylline for the bronchospasm.